Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The users hearing performance has declined; 3 days ago, the device started going on and off, and after a day the user stopped hearing at all.

Event description:
The users hearing performance has declined; 3 days ago the device started going on and off, and after a day the user stopped hearing at all.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. Further in situ measurements since 2023 show several channels with short circuit and hi status likely due to a damage to the active electrode. However, to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received.